Event description:
A physician reported a pt with a multiple treatment history who was treated on 11/4/96 into the marionette lines. During treatment, the needle became dislodged from the syringe. The needle remained in the treatment site; collagen material leaked from the syringe onto the pt's face. Treatment was discontinued. No injury occurred to the pt.